Event description:
It was reported that the patient said the catheters are bending. Lot number will not be available. No medical intervention or patient impact was reported. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Pfmea ra2400066 revision 0 was reviewed for this investigation. The reported event is addressed in step 45. Based on this review the risk is within the expected range. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.